Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range on (B)(6) 2015. At the time of contact the nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).